Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: a review of the total daily dose history from (B)(6) 2012 until the end of pump use on (B)(6) 2012 indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Event description:
The patient contacted animas on (B)(6) 2012 alleging erratic blood glucose (bg) readings. The patient reported an unexplained low blood glucose (bg) of 46 mg/dl at 1:45am the patient reported she was alerted of the low bg with her dexcom continuous monitoring device. The patient reported treating the low bg with orange juice. The patient reported that she felt nauseous at the time of the low bg and at approximately 4am she began to vomit over a 10 minute period. By 6:33am the patient claimed her bg was 194 mg/dl. The patient reported that at 6:33am when she obtained the bg of 194 mg/dl she was feeling sick and stated she also had symptoms of diarrhea and had tested positive for moderate ketones. The patient informed customer support that she felt the symptoms may have been as a result of the oj being bad or a virus she may have caught from her grandchildren who had been sick. At approximately 1:30pm that afternoon, the patient claimed obtaining an elevated bg of 200 mg/dl with no symptoms. The patient contributed the high bg to not bolusing for a snack she had earlier that afternoon. The patient bolused via the pump for the elevated bg. At the time of troubleshooting, the patient confirmed all pump settings, including the date and time were correct. Animas customer support noted that total daily delivery matched up with bolus and basal history for that day. This complaint is being reported because the patient developed signs/symptoms suggestive of a serious injury while on insulin pump therapy.